Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 276 mcg/day, lot# 2163-113). The indication for use was cerebral palsy. It was reported that the patient was seen by an hcp on (B)(6) 2016 and the pump was found to be alarming due to a motor stall. It was noted that the elective replacement indicator was at nine months, the alarms were reset and the pump started to alarm again. The patient was being covered with oral baclofen and the pump needed to be replaced. Additional information was reported by the rep on 2016-01-12. A consumer reported that the patient was experiencing shakes, elevated hear rate, and high blood pressure. It was noted that no troubleshooting had been done, the logs were read and it was determined that the pump motor had stalled on (B)(6) 2016. Additional information was reported by the rep on 2016-01-17. The pump was replaced on (B)(6) 2016. During the revision the catheter was aspirated with positive return of cerebrospinal fluid (csf) through the existing catheter and through the catheter access port of the new pump once it was attached. The new pump was filled 20cc of 2000 mcg/ml of gablofen, lot #2138-106. The new pump was started post-op by the hcp, the internal pump tubing and catheter were primed and new pump was started at 100 mcg/day. At explant, the pump logs were read and they showed that a motor stall occurred on (B)(6) 2016 at 5:44. A tube set message occurred on (B)(6) 2016 and the motor stall recovered in (B)(6) 2016 at 6:53. The motor stalled again on (B)(6) 2016 at 6:59 and recovered at 6:04 on (B)(6) 2016.